Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the surgery they had inserted the lag screw and tried to insert the compression screw, but it wouldn't go in. The tip of the drill broke and the tip remained in the patient.

Manufacturer narrative:
(B)(4).